Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that while the physician was using the graft and had clamped the product in place while he sutured in the proximal portion. When he removed the clamp he noticed a small pin hole at the bifurcation of the graft (causing some weeping). The physician took a 5.0 prolene suture and repaired the pin hole/defect. The issue was resolved and he completed the procedure as planned.